Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment (slda) appears to be related to patient morphology/pathology due to the challenging mitral valve anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the deployed clip (B)(4) detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda); a second clip implant was attempted unsuccessfully as treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+ and a posterior leaflet prolapse. The first clip delivery system (B)(4) was advanced to the leaflets and the clip was deployed without issue. The mr was reduced to 1-2. After removal of the cds, the clip detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 3+. A second cds (B)(4) was advanced to the mitral valve in an attempt to stabilize the slda clip; however, the leaflets could not be grasped. This was thought to be due to the first clip weighing down the leaflet and also due to the prolapse. The clip delivery system and undeployed clip were removed. No further treatment was attempted or planned. The patient was confirmed to be stable post-procedure. No additional information was provided.